Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation, therefore, a definitive root cause couldn't be determined. There was no failure visible on the unit. Unit functioned as designed.

Manufacturer narrative:
H3: 81 others: the suspect device has not been returned for evaluation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not return yet.

Event description:
The customer reported bellavista1000e 17,3" basic ventilator having device deficiency related to device occlusion alarm. The ventilator stopped ventilating and could not see any thorax excursions (breathing) during use on a study patient. The said patient was removed from the ventilator and manually bagged. No adverse event or serious adverse event was reported related to the issue.